Event description:
It was reported an external fluid leak was observed originating from ¿one port¿ of a polyflux 14l set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic samples, a red circle is noted at the level of the dialysate connection; however, no leak is visible. Due to the nature of the provided samples, no further testing could be performed. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.